Event description:
Severe and permanent neurological injuries [nervous system disorder]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Tingling in extremities [paraesthesia]. Severe difficulty walking [gait disturbance]. Memory problems [memory impairment]. Numbness in extremities [hypoaesthesia]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version and super poligrip denture adhesive original cream as her dental adhesive of choice 1983 through 2010 and reported the following: severe and permanent neurological injuries, zinc toxicity, extensive nerve damage, tingling and numbness in extremities, severe difficulty walking, memory problems, severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.